Manufacturer narrative:
Citation: forbes et al. Successful transcatheter pulmonary valve replacement via the azygous vein in a patient with interrupted inferior vena cava. Jacc case rep. 2025 oct 8;30(31):105341. Doi: 10.1016/j.jaccas.2025.105341. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 15-year-old female patient with a complex cardiac medical history who presented with progressive right ventricular dilation. Further evaluation revealed severe pulmonary regurgitation, residual atrial-level shunt, and recurrent pulmonary artery stenosis. Subsequently, the patient underwent a procedure to implant a medtronic 25-mm harmony transcatheter bioprosthetic valve in the pulmonary position. During the procedure residual stenosis prevented advancement of the harmony delivery catheter system (dcs). However, the harmony dcs was eventually advanced and successfully deployed in the targeted position. Angiography confirmed excellent valve placement with a residual gradient of 6 mmhg and no pulmonary regurgitation. Post-procedure the patient experienced two episodes of non-sustained ventricular tachycardia and was started on atenolol, which was later discontinued at the 3-month follow-up with no further episodes. No further information was provided pertaining to medtronic products.